Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a valve issue occurred. The anti-return valve of the vizigo did not work and the blood was ejected. There was an extended procedure time of ten minutes. The physician did not think the delay contributed to a death or a serious injury to the patient. There was no patient consequence.

Manufacturer narrative:
Note: d4 primary UDI number has been updated to (B)(4). On 12-jul-2024, the photo analysis was completed. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a valve issue occurred. The anti-return valve of the vizigo did not work and the blood was ejected. There was an extended procedure time of ten minutes. The physician did not think the delay contributed to a death or a serious injury to the patient. There was no patient consequence. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, blood returning can be observed. A manufacturing record evaluation was performed for finished device number 00002563, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. On 26-jul-2024, noted a correction to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).